Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the therapy helped for a day or two after they last spoke with patient services and then it stopped helping again and they were back to peeing their pants. Patient had called to make another change. Patient services walked the patient through connecting to their settings. The therapy was on and patient services reviewed device description/function as well as stimulation and programming considerations and ins battery longevity considerations. Patient opted to increase the stimulation on their current program to where they could feel it comfortably in their bike-seat region. Patient to monitor their symptoms now that a change had been made and patient noted they would call back if this didn't help for assistance in switching to another program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that "everytime I have to go through those things [security screeners]...it just throws this off for while" suggesting that the security screener may have caused a return of symptoms.